Event description:
Pt with femoral implants, presented with low grade fever and elevated pt. The lifesite buttonholes showed no evidence of infection. Blood cultures revealed gram +cocci. The pt was hospitalized and was explanted 2002.